Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the new infusion set disconnected at the tubing connector, but the blood glucose level was normal and did not require any medical treatment. No further information available.